Event description:
On (B)(6) 2011, patient reported that she attempted to bolus and none of the buttons on the infusion device would respond. The key lock feature was not turned on. The buttons are not flat and pop out when pressed, and she does hear an audile click. The infusion device was not dropped. A new battery was inserted, but the buttons still would not respond. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.